Event description:
It was reported that the tip of the matrix t25 straight screwdriver shaft broke intraoperative during a hardware removal of third party implants and fusion of l1-s1. The surgeon was removing competitor¿s screws from the patient and re-instrumenting and extending the fusion with synthes matrix screws. The tip of the matrix driver broke while trying to loosen a synthes matrix locking cap after the final tightening. All pieces of the broken driver were removed. The revision surgery was performed due to adjacent level degeneration. It was also reported that all fragments were retrieved from the patient. There was no delay in surgery and event did not require additional medical intervention. The surgeon used a spare screwdriver shaft to complete the procedure. There was no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.